Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6); that during the surgery on (B)(6) 2013 the drill bit 1.1 mm, length 45/33 broke in surgery; a portion of drill bit stayed in patient. It was reported that the patient had a fracture of the first left metacarpal. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional product codes: hsz, gfa, gff. Device is an instrument. Investigation could not be completed and no conclusion could be drawn as no device was returned. The review of device history records was not performed; the lot number provided could not be verified. (B)(4). Placeholder.